Event description:
It was reported that, "after cutting the tibia with the otismed cutting block, the pins did not line up with the baseplate."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.